Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial# (B)(4), product type: external neurostimulator; product ID: 977c190, lot# va1zef1008, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedance over 40,000 of contact 4, 8, 9, 10, 11, and 12. It was seen with the wireless external neurostimulator (wens) and clinician programmer. It was necessary to remove the lead and replace it for a new one. The issue was resolved. Additional information received reported that there was an impedance test with a surgical lead and 2 wens. No implantable neurostimulator was implanted yet.

Manufacturer narrative:
Concomitant medical products: product ID 97725, serial# (B)(4), product type external neurostimulator, product ID 977c190, lot# va1zef1008, implanted: (B)(6) 2019, explanted: (B)(6)2019, product type lead. Analysis of the lead (s/n: (B)(4)) found that the lead's outer insulation melted. (B)(4). If information is provided in the future, a supplemental report will be issued.